Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device on (B)(6) 2026. Patient reported the infusion site to have a small bulge on the skin underneath the pod that led to inflammation and pus. The reported blood glucose level rose to 274 mg/dl. The patient symptoms included thirst and dehydration. Patient was diagnosed with hyperglycemia and a skin infection the patient was treated with mupirocin 2% ointment to treat the infected area.